Manufacturer narrative:
Date of initial report: 11/28/2007. The generator has not arrives yet. After the generator arrives and the evaluation is complete, a follow-up report will be sent.

Event description:
The report stated that there was an alleged patient burn which occurred in 2004. During a lavh with a kleppinger bipolar forceps, thermal burns occurred at the ureter. Additional surgery was required. The generator has been in use since the procedure without any problems, but the customer is now requesting it be evaluated now. Surgeon is saying the device malfunctioned.